Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (serial # (B)(4)) found the ac adaptor was scrapped and had a broken case bottom. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the desktop charger connector pin broke off. The patient stated they never had any problems with the device and didn't report pain, but stated their stimulation was depleted. No symptoms were reported. No further complications were reported or anticipated.